Event description:
It was reported by the vns patient's wife that the patient had been experiencing breakthrough seizures. The patient has reportedly seen a physician for evaluation of his seizures. Attempts for further information have been unsuccessful to date.

Event description:
On (B)(6) 2012, a picture of a handheld screen was reported. The screen was dated (B)(6) 2012, 2:19:54 pm and displayed interrogate data for the patient's generator. No event was reported to be associated with the reported photo.